Event description:
Per the clinic, the patient experienced crackling sound, distortion and poor performance with the device use. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.